Event description:
Surgeon reports that patient presented with a recurrent hernia one day following initial repair. The patient was returned to or for surgical repair. Suture knots were found untied at the time of re-operation. Attending opines that the united knots caused the recurrent hernia. The operative site was repaired and patient is reported as recovered.